Manufacturer narrative:
UDI: (B)(4). A manufacturing record evaluation was performed for the finished device (B)(4)number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during inspection of the hd arthroscope/sinuscope, ep, 2.7 mm, 30 deg, 75 mm (storz style) it had no view through the scope. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that there was no view through the scope was confirmed. The following defects were found with the device upon evaluation : outer tube damaged, needle outer tube bent. Outer tube damaged, distal tip distal tip had deposits. Optical system, optical components broken lenses in optical system. Image error, on camera no image. The damaged parts were replaced and the device was tested and found to be working according to specifications. User mishandling is the most probable root cause of the physical damage to the device, including the broken lenses, probably due to fall. The deposits on the distal tip is a result of improper cleaning and maintenance activities by the customer on the device. The damaged components can be held responsible for the scope displaying no image. A manufacturing record evaluation was performed for the finished device [serial number : (B)(6)], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.